Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, the patient leaving a clamp open on an unused supply line. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and a se 2367, which occurred on the homechoice during use during dwell 3 of 5. The baxter technical service representative (tsr) had the patient cycle the power to clear the alarms. The tsr then explained the alarms. The patient would discard the supplies and contact their registered nurse (rn) regarding the missed therapy and being connected when an air detected alarm occurred. The patient would call back if they had any problems or questions. The tsr was able to determine the cause of the alarm was related to the patient leaving the clamps open on unused supply lines. The tsr reviewed proper procedures per the user manual with the patient. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the rn on (B)(6) 2011 regarding the reported se 2240. The rn stated the patient made them aware of the alarm. Baxter (B)(4) informed the rn that the cause of the alarm was determined to be related to the patient having left the clamps open on the unused supply lines. The rn stated she appreciated to follow up. The rn stated the patient was not currently performing peritoneal dialysis on the cycler as they were in the hospital, but prior to the hospitalization the patient was using the cycler after the se 2240 event. The rn stated the hospitalization was not related to the peritoneal dialysis therapy. No additional information was provided.